Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-l5 to treat a l4 compression fracture. It was reported that the set screw cracked during tightening. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: the hex head of the screw is cracked. The crack has started in the corner of the hex, as is consistent with bend stress overload. The threads of the screw are not damage but there are witness marks on the bottom that indicate use. This appears to be the result of bend stress overload.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.